Event description:
During baxter's eval, it was observed that the pump did not have audio function.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was confirmed that the audio function was not present. Further eval identified that the absence of audio was due to a failed 1 watt speaker. The failed speaker was replaced. All detection capabilities and functions performed as expected.